Manufacturer narrative:
Device is combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the mildly calcified left circumflex artery. Predilation was performed and a 12 x 3.50mm promus premier¿ stent was advanced to the lesion however it was found out that one of the stent struts was lifted. The procedure was completed with a different device. No patient complications were reported and the patient¿s status was stable.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the mildly calcified left circumflex artery. Predilation was performed and a 12 x 3.50mm promus premier¿ stent was advanced to the lesion however it was found out that one of the stent struts was lifted. The procedure was completed with a different device. No patient complications were reported and the patient¿s status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The stent was detached from the balloon and was not returned for analysis. Analysis cannot determine the condition of the stent however a review of the unit during manufacture indicates that all stent and profile readings are within specification. The balloon cone profiles were reviewed during analysis and no issues were noted. Crimp markings were evident on the entire length of the balloon wall indicating overall crimp contact between the coated stent and balloon. A visual and tactile examination found no issues with the hypotube shaft profile. The bumper tip of the device showed no signs of damage. A visual and tactile examination found no issues with the polymer extrusion profile of the shaft. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).